Event description:
Reporter alleged that he obtained a result of 74 mg/dl on the aviva system at 9:30 pm. Reporter stated that when he began acting funny and became incoherent, his family took him to the hospital after 10:00 pm. Reporter stated a result of 30 mg/dl was obtained at the hospital and he was given sugar water in his veins. Reporter also alleged obtaining the results of 184 mg/dl and 54 mg/dl back to back within 10 minutes on the aviva system. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.